Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. MFR will continue to monitor and trend relating complaints

Event description:
Alleged issue: device blockage in undefined position of in the artery. No pt consequences. Pt condition reported as fine.